Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had circuit failure alarm. The customer¿s blood glucose level was 325 mg/dl at the time of the incident. Customer was assisted with the self test and the test was not passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Time/clock anomaly not confirmed during testing. Insulin pump passed the self test and displacement test.